Event description:
It was reported that the patient experienced sustained hyperglycemia with a reported value of 400 mg/dl while using the ilet with an inset infusion set on the abdomen and a dexcom g7 continuous glucose monitor (cgm), attributed to an incorrectly deployed infusion set that resulted in a bent cannula (reported on a separate case) and lack of insulin delivery. The patient intermittently used subcutaneous insulin by pen while attempting to resume pump therapy. The agent walked the patient through site change and patient's blood glucose was down to 304 at end of the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for medication intervention without hospitalization. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a usage problem involving improper or incorrect procedure with the cannula component, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.